Event description:
It was reported that balloon rupture occurred. The target lesion was located in severely calcified superficial femoral artery. A 4.0 x180, 135cm charger balloon catheter was advanced for dilatation. However, during the procedure the balloon ruptured. The device was removed and no fragments left inside the patient's body. There were no patient complications reported.

Manufacturer narrative:
Date of event - used the first day of the month of aware date, as event date was not provided.